Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, several inappropriate auto mode switching episodes due to far-r oversensing were observed. Device was reprogrammed. The event was considered resolved with no complications reported.